Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: connoly, m., hanratty, b., mcdonald, k., eames, n., hamilton, a., verzin, e., and mclorinan, g. (2014). Comparison of stainless steel and titanium metalwork infection rates in scoliosis surgery. European spine journal, volume 23, suppl 5), pp s492 - s493. Belfast, northern ireland. This report is for an unknown uss ii screw, unknown quantity, unknown lot number. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: connoly, m., hanratty, b., mcdonald, k., eames, n., hamilton, a., verzin, e., and mclorinan, g. (2014). Comparison of stainless steel and titanium metalwork infection rates in scoliosis surgery. European spine journal, volume 23, suppl 5), pp s492 - s493. Belfast, northern ireland. To compare the incidence of late onset infection between stainless steel and titanium systems used for posterior instrumented fusion (pif) in adolescent idiopathic scoliosis (ais). This was a "retrospective" cohort study. The purpose of the study was to compare the incidence of late onset infection between stainless steel and titanium systems used for posterior instrumented fusion (pif) in adolescent idiopathic scoliosis (ais). This was a study conducted in (B)(4). Twenty-one patients were included in the study between 2007/2008. Follow up period was at 2 years. Reported complications specifically for patient with uss ii screw: 1 patient required revision of metalwork for loosening of screws without any evidence of infection. This is report #1 of #2 for (B)(4). This report is for an unknown screw with an unknown part number, lot number and quantity and refers to the revision surgery and reported malfunction of the screws loosening. A copy of the literature article is being submitted with this medwatch. This is report (B)(4) for (B)(4).